Event description:
Physician reported left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Physician reported unknown side capsular contracture, baker grade iii. Device remains implanted. This is for the left side.

Manufacturer narrative:
Continued e1 - phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.